Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Based on the available information, the source of the patient¿s peritonitis cannot be determined at this time. Manufacturer product investigation was unable to establish a causal relationship between the liberty select cycler/ liberty cycler set. Peritonitis is a known risk and well-documented complication of pd therapy. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) therapy reported experiencing abdominal pain. Upon further follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient had peritonitis. The pt was seen in the outpatient pd clinic when it was noted the patient had observable fibrin in the pd catheter (not a fresenius product). A pd effluent culture was performed and was positive for gram positive bacilli (organism unknown). The cause of the peritonitis was unknown. The patient was treated with the antibiotic cefazolin (unknown dose, route, frequency and duration). The nurse stated the patient continued pd therapy and is recovering from the event.